Event description:
The device was returned and its evaluation has been completed: the event was confirmed; the thumbwheel was missing from the delivery system. The root cause of the event could not be conclusively determined during analysis.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. It was reported that deployment of the bifurcated stent graft proceeded as usual up to the release of the contralateral limb. As soon as the physician placed their fingers on the thumbwheel to release the proximal supra renal stents, the thumbwheel fell off and separated into two halves and a small third piece. The thumbwheel could not be snapped back in place. The physician controlled the top cap by the small plastic tab under the thumbwheel and slid it forward and then subsequently back along the back-end. The bare stent was successfully released; however, during removal of the device the protruding edge of the top cap caught the distal portion of the ipsilateral limb and caused some difficulty removing delivery system. After several attempts to manipulate the top cap with the plastic tab the physician was able to remove the delivery system. Later in the procedure, a dissection was noticed in the common iliac artery and the physician agreed that the extra manipulation which was needed to remove the device may have caused the dissection. The physician deployed an additional endurant 16/16/82 to treat the dissection in the common iliac artery. The procedure was successfully completed with deployment of contralateral limbs. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusion: unable to determine cause.